Event description:
As reported, the balloon on the retrograde cardioplegia catheter was inflated with no issue and the cardioplegia was delivered with no issue. The cannula broke apart at the end of the case in the perfusionist hands. The leur lock separated to form 2 parts. No patient injury reported.

Manufacturer narrative:
Device evaluation into root cause anticipated upon product return from the customer.

Manufacturer narrative:
Device evaluation: the retrograde cannula was received inside a plastic bag from the customer. No dried blood was visible on the device. The reported complaint was confirmed. The female luer attached to the main lumen was broken proximal to the rc2012 cannula tubing. The stylet was not returned with the cannula. No other defects or problems were identified during evaluation of the device. A device history record (DHR) review was performed and no related non-routine nonconformities were identified during the manufacture of this lot. Instructions for use were reviewed and found appropriate. The cannula was received with a damaged female luer. The root cause of the damage could not be determined. Given the inspection and precautions listed in the process controls / risk controls section, it is unlikely that the connector was damaged prior to shipment from the edwards utah facility. A manufacturing defect cannot be confirmed. A CAPA will not be initiated for this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.